Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-626a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 23,548 joules and 4:54 minutes of use, it was observed that the fiber kept flashing and going to stand by when the fiber was not in contact with the tissue or "anywhere near it." The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and another fiber was used to complete the procedure at 85,263 joules and 14:54 minutes of use. Patient outcome: "ok." There was no injury to the patient reported.